Event description:
Latitude alert for "voltage too low for projected remaining capacity". Device needed to be changed out within 28 days. Manufacturer response for ICD, boston scientific e160 incepta vr (per site reporter): patient is scheduled for generator change. Device will be sent back to bsc at that time for evaluation.